Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Reportedly, the customer could not recall the events that took place prior to the resume pump alarm occurring. Insulin deliveries were successfully resumed by the customer. There was no reported adverse impact to the customer's blood glucose level.